Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens dislocated in the patient's right eye approximately 8 years post implant. The lens was explanted and an anterior chamber lens was implanted successfully.